Event description:
(B)(6) 2019: diagnosed with sleep apnea syndrome. Jan 14, 2020: received respironics auto CPAP(continuous positive airway pressure) dsx500h11; s/n; (B)(6) from health maintenance services, (B)(6). Jul 2021: received urgent letter from philips; stop using CPAP due to "sound abatement foam susceptible to degradation and volatile organic emissions." I stopped using my CPAP -- registered my name on recall list for replacement CPAP. Jul 23, 2021: found CPAP in-line filters on amazon which will block emissions from going to lungs -- placed order for 10 each. Started using CPAP again with in-line filters -- after a few days noticed filter turning color from pure white to filthy dark gray -- started changing in-line filter every 15 to 18 days (as of this report date I ordered filters from amazon 6 times -- 10 each x 6 orders = 60 filters). Dec 2, 2022: received, due to recall, "reworked" CPAP, respironics auto CPAP dsx500h11; s/n: (B)(6). I continued using in-line filters -- this "reworked" CPAP had same problem as the one I returned due to recall -- it was turning filter dark gray in 15 to 18 days. Jun 4, 2022: I decided to let manufacturer (philips) know about my problem -- other users may unknowingly be damaging their lungs. I composed a letter of "complaint" explaining in detail my problem (with pictures of my clean and dirty in-line filters). I mailed 3 copies: manufacturer: respironics; c/o; customer service; 1001 murry ridge lane; murrysville, pa 15668 (as of this date july 4, 2023, no reply from respironics); pulmonologist: dr (B)(6), md; (B)(6) (3) CPAP supplies: health maintenance services; (B)(6); (B)(6) 2023: I visited my CPAP pulmonologist (dr. (B)(6) in (B)(6) -- he recommended I get a "loaner" CPAP and contact philips respironics to advise them of the problem. (B)(6) 2023: I went to health maintenance services, (B)(6), saw ms (B)(6) (owner) -- she loaned me a new never used CPAP; respironics dreamstation dsx500h11; s/n: (B)(6) (with new inlet filters). We agreed that the new loaner is to be used by me as a test to see if the in-line filters change color with contaminants. She is allowing me to use it until I get a satisfactory response from philips respironics. I started using the new CPAP that night with all new filters. (B)(6) 2023: as of today, it is 21 days into my test, the in-line filter is barely showing a color change (nothing comparable to the 2 previous cpaps that needed in-line filter changed every 15 to 18 days). Out of concern for my lungs health, I will continue using in-line filters with whatever CPAP device I may have. My health issues: obstructive sleep apnea syndrome, atrial fibrillation, essential hypertension, coronary arteriosclerosis, dyspena on exertion, spells of bronchitis, nebulizer treatment when needed. Reference report: mw5119185.